Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet pump generated alert 38 motor stall notifications following a supply change, and the user later disclosed attaching the connector to the cartridge before inserting the cartridge into the pump, which led to a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during user interaction, with the event characterized as a failure to infuse and involving the motor component; a dry run was successful, and proper loading sequence education resolved the alert when the user inserted the cartridge first and then attached the connector. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.